Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2014; 4568-45 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had fractured. The lead was capped and replaced. During the replacement procedure, the left ventricular (lv) lead was noted to be grossly fractured, more specifically severed. The lv lead was partially explanted and replaced. The right ventricular (rv) lead was sacrificed to obtain venous access in the patient who was completely occluded. During rv lead extraction, the physician was unable to place a stylet more than ten centimeters into the lead. The lead reportedly fractured and eventually became unraveled. The lead was partially removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had fractured. The patient reportedly experienced decreased ventricular function due to loss of atrial support. The lead was capped and replaced. During the replacement procedure, the left ventricular (lv) lead was noted to be grossly fractured, more specifically severed. The lv lead was partially explanted and replaced. The right ventricular (rv) lead was sacrificed to obtain venous access in the patient who was completely occluded. During rv lead extraction, the physician was unable to place a stylet more than ten centimeters into the lead. The lead reportedly fractured and eventually became unraveled. The lead was partially removed and replaced. No further patient complications have been reported as a result of this event.